Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the luer was over tightened thus resulting in the reported break; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is estimated.

Event description:
It was reported that the physician and lab technicians have experienced cracking on the luer of the stopcocks with the white handle. The account stated the stopcocks with the blue handles worked much better. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.